Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device stopped spinning while being used. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01560. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation.